Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, silicone migration. (B)(4).

Event description:
Physician reported events of left side implant rupture, lymphadenopathy and silicone migration diagnosed during routine ultrasound. Patient representative reports the following events, which are deemed not related to the device: "pressure in both breasts, tension in the thoracic spine, the chest muscle and in the neck, tinnitus, headaches / migraines, imbalance, massive sleep disorders and fatigue, dizziness, nausea and stomach cramps, food intolerance, stomach pressure, temperature sensitivity, night sweats, joint and muscle pain, stiff fingers, muscle weakness, sensitivity to noise, chest pain, tight in the chest, skin rashes, itchiness, freezing, depression, visual disturbances, burst veins in the eyes." The device has been explanted.

Event description:
Physician reported events of left side implant rupture, lymphadenopathy and silicone migration diagnosed during routine ultrasound. Patient representative reports the following events, which are deemed not related to the device: "pressure in both breasts, tension in the thoracic spine, the chest muscle and in the neck, tinnitus, headaches / migraines, imbalance, massive sleep disorders and fatigue, dizziness, nausea and stomach cramps, food intolerance, stomach pressure, temperature sensitivity, night sweats, joint and muscle pain, stiff fingers, muscle weakness, sensitivity to noise, chest pain, tight in the chest, skin rashes, itchiness, freezing, depression, visual disturbances, burst veins in the eyes." The device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, silicone migration, pruritis, depression and pain was reviewed on may 30, 2022. Visual analysis of the photographs identified one curved opening and encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported an implant rupture, diagnosed during routine ultrasound and "with most likely also silicone-loaded lymph nodes left axillary." Left side.patient's representative additionally reported "following symptoms reported since the implant surgery: pressure in both breasts, tension in the thoracic spine, the chest muscle and in the neck, tinnitus, headaches / migraines, imbalance, massive sleep disorders and fatigue, dizziness, nausea and stomach cramps, food intolerance, stomach pressure, temperature sensitivity, night sweats, joint and muscle pain, stiff fingers, muscle weakness, sensitivity to noise, chest pain, tight in the chest, skin rashes, itchiness, freezing, depression, visual disturbances, burst veins in the eyes". Device has been explanted and replaced.